Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient got in a car accident following a treatment and broke ribs. Patient went to a hospital following the event. Outcome of the injury is unknown.